Event description:
Consumer reported complaint for meters battery and high blood glucose test results. The customer is concerned with tests results from results obtained of 200 and 206 mg/dl. The customer's expected fasting blood glucose test result range is 108 - 145 mg/dl. Customer also stated that the truemetrix air meter sometimes does not turn on. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During call on 02/06/2019, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/25/2020 and test strips were opened four days ago. The meter memory was reviewed for previous test result history: result 1 :128mg/dl, date: (B)(6) 2019, time:8:42pm, fasting; result 2 :102mg/dl, date: (B)(6) 2019, time:4:47pm, fasting; result 3 :126mg/dl, date: (B)(6) 2019, time:4:46pm, fasting; result 4 :125mg/dl, date: (B)(6) 2019, time:9:43am, fasting; result 5 :130mg/dl, date: (B)(6) 2019, time:1:00pm, fasting. Customer called in states the meter is reading high and sometimes does not turn on. Customer sates that she was calling to see if she can get a new battery. She mentioned that she had several issues with the meter including a high results of 200mg/dl fasting. However, her main concerned today was with the battery. Informed customer where she can purchase a cr2032 battery in the future. Educated customer regarding storage.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01619537 returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 3/1/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for meters battery and high blood glucose test results. The customer is concerned with tests results from results obtained of 200 and 206 mg/dl. The customer's expected fasting blood glucose test result range is 108 - 145 mg/dl. Customer also stated that the truemetrix air meter sometimes does not turn on. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/25/2020 and test strips were opened four days ago. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading high and sometimes does not turn on. Customer sates that she was calling to see if she can get a new battery. She mentioned that she had several issues with the meter including a high results of 200mg/dl fasting. However, her main concerned today was with the battery. Informed customer where she can purchase a cr2032 battery in the future. Educated customer regarding storage.